Manufacturer narrative:
The investigation was based on the analysis of the logbook and the information of the reported event. The described warm start of the affected evita xl, manufactured in june 2010, could be confirmed due to the logfiles at the reported time of event. The root cause was a faulty cpu psb. The device reacted as specified to the detected deviation and alarmed to alert the user. In case of a deviation of the pcb cpu the device tries to solve the deviation with a specified warm start to restart. An audible alarm is emitted by the device and when the warm start occurs, the device switches off briefly and then switches on again. During this time, the evita emergency-breathing valve is open to allow spontaneous breathing. In the event of an unsuccessful warm start, an intermittent audible alarm remains activated and the evita emergency-breathing valve remains open to allow spontaneous breathing. Manual ventilation with an alternative device may be considered necessary. In this case the warm start was successful, and the detected deviation was solved. The device continued ventilating the patient with the previous setting. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a reboot occurred while using the device on the patient. There were no patient health consequences reported.